Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 20060236 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 16 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 9611594-2022-00014 for the second report. Additional information received, 20jan2022 reported that the patient was admitted to the hospital with a diagnosis of covid and was being held in the emergency department on bipap to maintain oxygenation and other care needs. It was reported that the patient continued to decline and due to no ventilators being available at the hospital the patient was transferred to a new facility. Upon arrival at the new facility the patient was reported to be unconscious, had severe tachycardia, tachypnea and an oxygen level of 39%. After an unsuccessful attempt to intubate the patient, due to the endotracheal (et) tube cuff not inflating, the patient was successfully intubated on the third attempt. Additionally, a bag/mask [was used] until a new et tube was available. It was reported that the patient continued to decline and expired, the patient was dnr status (do not resuscitate).